Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had a delayed response to interaction. Customer's blood glucose was 240 mg/dl. During troubleshooting with tandem technical support the pump was functioning as expected.